Manufacturer narrative:
It was reported that when they opened the package for a brand new the soundstar crystal ultrasound catheter, they noticed there was a plastic "film or shrink wrap " on the tip of the catheter. The catheter was replaced and the issue resolved. The procedure continued with no further issues. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. No other trails of foreign material were observed. The device was returned without the packaging. Additionally, the decontamination center added evidence of the foreign material on the tip; however, it was not received. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The foreign material reported by the customer was confirmed based on the evidence from the decontamination center; however, the evidence may have been lost during the decontamination process. Therefore, the potential cause of the foreign material could not be determined. The instructions for use states: keep dry, away from sunlight, and do not use if the package is damaged or opened. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 16-oct-2025, it discovered the incorrect primary UDI number was reported in the 3500a initial medwatch report. The correct number has now been added to field d4. Primary UDI number. On 10-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that when they opened the package for a brand new the soundstar crystal ultrasound catheter, they noticed there was a plastic "film or shrink wrap " on the tip of the catheter. The catheter was replaced and the issue resolved. The procedure continued with no further issues. There was no patient consequence. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.